Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref # (B)(4). Summary of investigational findings: the wire guide was inserted into an unknown sheath and then pulled it back out and wire shredded. Reportedly, there were no adverse effects on the patient, thus assuming the endovascular aneurysm repair (evar) was completed.. The straight wire guide was returned inside the wire guide holder. In the distal end the safety mandril inside the wire guide had fractured close to the distal welding and the fracture allowed the outer coiled portion to elongate. The safety mandril was curved and exited from the coiled portion. Based on the investigation findings the exact reason for the wire guide to shred/elongate when removed from the unknown sheath cannot be determined. The instructions for use caution that end-hole size and length of the sheath/catheter must be taken into consideration to ensure proper fit between the wire guide and sheath/catheter. During the manufacturing processes it is specified how to verify the strength of the safety mandril as well as of the wire guide as a unit, but the curved safety mandril may suggest the wire guide tip had been altered prior to use. The instructions for use also caution that altering the tip configuration of the wire guide may result in damage and if the wire guide was somehow damaged during alteration it may have fractured during withdrawal from the unknown sheath. However, any reason would be pure speculation based on the limited information provided. There are adequate controls in place to ensure that the device is manufactured to specifications. It is assessed that because any discovered nonconformances were properly dispositioned before release, there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming products exist in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: k220137. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: inserted wire into sheath and then pulled it back out and wire shredded.